Event description:
It was reported that the pt underwent spinal surgery. The tip of the driver cracked while tightening screws. No pt complications were reported.

Manufacturer narrative:
(B) (4): a review of the device history records did not identify any applicable nonconformance to specification. The driver was returned for eval. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.